Manufacturer narrative:
(B)(4). Unit received with button error alarm and had unresponsive all buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error, no delivery, failed battery test alarms due to unresponsive button. Unit had broken battery tube threads, cracked reservoir tube lip. Motor passed motor test. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm and piece of plastic chipping off at reservoir compartment. The customer stated insulin pump seems to be going through batteries quicker, had no delivery alarms and body of insulin pump was scratched. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.